Event description:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) seemed to lose pressure after being deployed in patient so the device eventually just slipped out of the patient. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) seemed to lose pressure after being deployed in patient so the device eventually just slipped out of the patient. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control venous vcd¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that button #1 was fully depressed while button # 2 was not depressed. The sealant was fully deployed and not returned for analysis. The procedural sheath was not returned. The syringe was connected to the luer hub, and the stopcock was set in the open position with the balloon not inflated. The atraumatic tip did not present any damages or anomalies. No other significant details were noticed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A lab sample syringe full of water was connected to the luer hub to apply positive pressure to the device. The balloon inflated as expected, and the inflation indicator extended as expected. No anomalies were observed. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon issue noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control venous IFU instructs users to ¿fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present.¿ it should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the venotomy, which can be mistaken as a balloon loss of pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.